Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found friction marks around the outer rim of the hip acetabular liner, most likely caused during the extraction process. However, no signs of metal bearing or a device nonconformance were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : quantity manufactured: 20 2) date of manufacture: 27-sep- 2007 3) any anomalies or deviations identified in DHR: no deviations 4) expiry date: sep/2012 5) IFU reference: 78004780 device history review: a manufacturing record evaluation was performed for the finished device [121887352 / 2465407] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Event description:
It was reported that on an unknown date, the primary surgery was performed with the head, the liner, the stem and the cup(polo) in question. The surgery was completed successfully without any surgical delay. The revision surgery was performed on (B)(6) 2023 to the suspected armd and metal-on-metal. Initially, the plan was to remove all but the cup(polo), but the cup(polo) and stem were retained and only the liner and head were replaced. The surgeon expected the armd to be caused by trunnionosis, but she also considered other possible causes because the trunnion area was relatively clean after the head was removed. Doi: unknown. Dor: (B)(6) 2023. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.